Manufacturer narrative:
The system was examined and the reported event was replicated. The front panel radio frequency identification (rfid) card was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 12, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to an the front panel (rfid) card. However, how or when the component became nonconforming cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported experiencing no laser energy before a procedure. Additional information has been requested.